Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Medical record was provided for review. The medical records confirmed that, patient underwent left internal jugular vein MRI powerport isp port placement with ultrasound and fluoroscopy for dysautonomia autoimmune neuropathy treatment. The patient had a port-a-cath previously that was infected. The port was removed, infection completely cleared up and the patient wanted to have another port put in as the patient in need of central venous access for igg. Four years, eleven months and fourteen days later, removal of the left chest port was planned as cervical discitis was noted. The patient was diagnosed with discitis osteomyelitis, followed by a staphylococcus aureus infection and bacteremia within a short period. Recent cervical spine surgery was performed, and it was suspected that the origin of this cervical infection was related to the left chest port. Therefore, the investigation is confirmed for the reported cervical discitis and infection. However, bacteremia could not be confirmed based on the medical record. Based on the thorough complaint investigation and evaluation of the reported event, a causal relationship between the devices and infection could not be established. No specific failure modes or mechanisms of failure were determined, and no device failures or root causes could be identified. However, it is possible that the patients¿ physical condition aside from the ports implanted may have contributed to the reported events, such as via hospital or community-acquired infections. Examination of sterilization and manufacturing records and procedures indicates that these processes are not the likely cause of this complaint. Labelling review: as the reported event did not allege a labelling or use related issue, a labelling review is not required. G3, h6 (component, result). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient was allegedly diagnosed with staphylococcus aureus infection, bacteremia and cervical discitis/discitis osteomyelitis. The port was removed from the patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection and discitis osteomyelitis as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient was allegedly diagnosed with unspecified infection and discitis osteomyelitis. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Medical record was provided for review. The medical records allege that, patient underwent left internal jugular vein MRI powerport isp port placement with ultrasound and fluoroscopy for dysautonomia autoimmune neuropathy treatment. The patient had a port-a-cath previously that was infected. The port was removed, infection completely cleared up and the patient wanted to have another port put in as the patient in need of central venous access for igg. Four years, eleven months and fourteen days later, removal of a left chest port was planned as cervical discitis was noted. Recent cervical spine surgery was performed, and it was suspected that the origin of this cervical infection was related to the left chest port. Therefore, the investigation is confirmed for the reported cervical discitis. However, the relationship to the port is unknown. The investigation is inconclusive for the reported bacterial infection and bacteremia as the medical record has no evidence to confirm the reported issue. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, method, result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient was allegedly diagnosed with staphylococcus aureus infection, bacteremia and cervical discitis/discitis osteomyelitis. The port was removed from the patient. The current status of the patient is unknown.